Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. Exact date of event is unknown. It was noted the device was purchased in april 2021, so the event occurred sometime between (B)(6)and (B)(6) of 2021. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the device broke when it was used to cut a 1.3mm strapping wire during a veterinary case. No fragments were generated. The procedure was completed successfully with no surgical delay. There was no consequence to the veterinary patient. There was no human patient involvement. This report is for a small wire cutter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the wirecutter sm l160 (product code: 391.9, lot number: t161900) was received at us cq. Upon inspection it was noted that one of the cutting edges of the device was chipped and had a missing piece. The spot weld securing the pivot screw in place was found to be broken. No other defects were noted. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage and device geometry. Document/specification review: the relevant documents were reviewed as part of the investigation: no design or manufacturing discrepancies were noted. Conclusion: the complaint condition is confirmed as the device was noted to have a broken cutting edge. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part number: 391.9, lot number: t193120, manufacturing site: tuttlingen, release to warehouse date: 30-mar-2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.